Manufacturer narrative:
Device received with no button response at bolus, esc, act, up arrow and down arrow button due to unlocked connector on lcd board. No button error alarm during testing. Unable to confirm unexpected battery out limit alarm and unable to perform any test due button unresponsive.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump and reservoir was not working. Customers stated that they had battery out limit alarm occurred after battery change. Customer performed troubleshoot for the issue but insulin pump alarmed for battery out limit. Customer advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will be return for analysis.